Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was overfill. This event occurred 4 times. The following information was provided by the initial reporter and translated to english. The customer stated: "we seem to be having a problem with random grey tops being overfilled whilst transferring blood into the tubes with a transfer device."

Manufacturer narrative:
H.6. Investigation: bd did receive 2 photographs from the customer in support of this complaint. Evaluation of attached photographs did confirm reported defect of overfill. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photographs attached, however retained samples were satisfactory. Blood transfer devices need to be used correctly to ensure a correct fill is achieved. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was overfill. This event occurred 4 times. The following information was provided by the initial reporter and translated to english. The customer stated: "we seem to be having a problem with random grey tops being overfilled whilst transferring blood into the tubes with a transfer device."